Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (b)6) (system 1).

Event description:
It was reported the patient received the following results within 15 minutes: (B)(6). The patient was using 2 lots of test strips and does not know which lot is associated with which reading.